Event description:
It was reported that the patient underwent an inflatable penile prothesis (ipp) revision surgery due to the device exhibited fluid loss. The cylinders and pump were removed and replaced. There were no further complications.

Event description:
It was reported that the patient underwent an inflatable penile prothesis (ipp) revision surgery due to the device exhibited fluid loss. The cylinders and pump were removed and replaced. There were no further complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported fluid loss. However, product analysis identified that the pump failed the activation test. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested and examined using a microscope. Cylinder 1 has a large torn in the outer tube with broken fabric threads in the cylinder body; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Cylinder 2 has leak in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Both cylinders were not pressure test due to that broken fabric threads and leak were identified. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb activation test therefore required more than 8lbs of force to activate. Product analysis was unable to confirm the reported allegation related to a fluid leak. Product analysis concluded that identified the failure with the pump was the most probable cause of the reported events. Product analysis confirmed pump malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prothesis (ipp) revision surgery due to the device exhibited fluid loss. The cylinders and pump were removed and replaced. There were no further complications.